Event description:
It was reported that during the implant procedure found that the tip screw did not extend while stylet was inserted. After 12 turns it did not work. The lead was removed and a final check on the extension system was done with now response. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip electrode miscellaneous. The lead was received with the helix fully retracted and the lead tooth distorted. The helix will not function due to the guide tooth being distorted. It cannot be determined at this time how the guide tooth became distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.